Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and morphology changes resulting in an inappropriate shock. The system was tested in clinic with noise able to be reproduced. X-rays were taken with no indication of damage present. Despite damage not able to be visualized, the data review revealed the recorded noise is consistent with a lead fracture. This system was then reprogrammed to the primary vector to mitigate further oversensing. A transvenous system was then implanted as a replacement, however the s-ICD system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include an update to the h1 type of reportable event field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and morphology changes resulting in an inappropriate shock. The system was tested in clinic with noise able to be reproduced. X-rays were taken with no indication of damage present. Despite damage not able to be visualized, the data review revealed the recorded noise is consistent with a lead fracture. This system was then reprogrammed to the primary vector to mitigate further oversensing. This system was then replaced with a transvenous system; however, the s-ICD system remains implanted. No additional adverse patient effects were reported.